Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's mother, that the customer was hospitalized due to low blood glucose levels. Customer's blood glucose level at the time 67mg/d. It was also reported that the customer's insulin pump over delivered insulin. The customer's insulin pump was removed for 3 hours. Troubleshooting occured. No additional information was provided.